Event description:
It was reported that cartridge alarm 20 occurred during load process when caller removed used cartridge before being prompted, and cartridge alarm continued to recur even after attempts to load a new cartridge. There was no adverse impact to the customer¿s blood glucose level. Caller received education on proper load technique, was unable to resume insulin therapy with the existing pump, planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump.